Event description:
Caller reported that t:slim x2 pump battery would not charge, even after trying different cables and wall adapters. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and advised the caller to allow the battery to deplete fully before returning it. Instructions for returning the pump and actions to take with the replacement pump were provided, and the caller acknowledged understanding them.